Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an unknown connection that went out on the dexcom system. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation of an unknown connection that went out could not be determined. A root cause could not be determined via data.